Event description:
It was reported that the patient implanted with this lead developed an infection. Subsequently, surgical intervention was performed to explant this lead and the related devices. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).